Event description:
The customer reported being hospitalized for high blood glucose over 800mg/dl. Troubleshooting was performed. The customer stated that the battery was changed numerous times over the past three months. The customer declined to troubleshoot the device, and she requested a replacement insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.